Event description:
It was reported by the affiliate that during a laparoscopic cholecystectomy procedure, the device fired. But the clip remained open and did not form. It fell out of the jaws into the pt's abdominal cavity. We loaded another clip. When the surgeon went to fire it, the same thing happened. No harm came to the pt but the clips had to be removed from the abdomen with a grasper. It was not reported how the procedure was completed. There were no adverse consequences for the pt. The device was discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for eval. The batch record was reviewed and no anomalies were noted during the mfg process.